Manufacturer narrative:
The rapid infuser was returned to belmont for investigation and was tested using our standard operating procedures. We were unable to duplicate the customer complaint that the touch screen was frozen and intermittently not responding. Upon receipt, it was evident that the unit had suffered an impact; otherwise, the unit performed according to our specifications. The manufacturing records for this serial number were reviewed and nothing notable was observed. There was no patient injury reported. Without additional information, it is difficult to determine what occurred in this case. Upon reviewing complaints for the past year, it appears that this was an isolated incident; however, we will continue to monitor and trend similar reports of this nature. Should additional information become available, a supplemental report will be submitted.

Event description:
The user facility reported that a few minutes into a case using the rapid infuser, the touch screen was frozen and intermittently not responding.